Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any other prior supplemental reports, a follow-up report will be submitted. Date of implant unknown. Year (2003) is the only information obtained from patient.

Event description:
According to the available information, a patient requested the removal of a device after leakage in the device resulted in a loss of functionality. The device was initially implanted in 2003 and the leakage is estimated to have occurred two years ago. On examination by physician there is no fluid in the device and there is no evidence that the patient in question experienced any adverse events as a result of the device leakage.